Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("left essure was not in left fallopian tube (remains embedded in abdominal area)/ failure to occlude (close) fallopian tube(s)"), device dislocation ("left essure was not in left fallopian tube (remains embedded in abdominal area)/ failure to occlude (close) fallopian tube(s)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 42-year-old female patient who had essure (batch no. Do6938) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included painful periods (recovered prior to essure placement) on (B)(6)2016, bloating (recovered prior to essure placement) on (B)(6)2016, fatigue extreme (recovered prior to essure placement) on (B)(6)2016 and dizziness (recovered prior to essure placement) on (B)(6)2016. Plaintiff denied nickel allergy. Previously administered products included for to prevent pregnancy: mirena from 2013 to (B)(6)2014 and oral contraceptives from 2011 to 2013. Past adverse reactions to the above products included adverse drug reaction with mirena and oral contraceptives. Concurrent conditions included bunionectomy (the pain was well controlled with norco) since (B)(6)2016. On (B)(6)2016, the patient had essure inserted. In 2016, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6)2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required) and dizziness ("essure worsened the extreme dizziness (previously existing condition)"). On an unknown date, the patient experienced dysmenorrhoea ("essure worsened the painful periods (previously existing condition)"), abdominal distension ("essure worsened the extreme bloating (previously existing condition)") and fatigue ("essure worsened the extreme fatigue (previously existing condition)"). The patient was treated with surgery (unilateral salpingectomy to remove the esure) and surgery (novasure endometrial ablation on (B)(6)2016). Essure was removed on (B)(6)2016. At the time of the report, the embedded device, device dislocation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal distension, fatigue and dizziness outcome was unknown. The reporter considered abdominal distension, device dislocation, dizziness, dysmenorrhoea, embedded device, fatigue, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: in the medical records that essure devices were placed into the bilateral tubal ostia with 3 visible right coils and 1 visible left coil showing within the endometrial cavity. Right side cornua was obvious and ostia not as clear, but placement was smooth. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2016: patent left fallopian tube-essure in proper place; on (B)(6)2016: left fallopian tube patent (cont.) Pregnancy test urine - on (B)(6)2016: negative hysterosalpingogram (cont.) - on (B)(6)2016: left fallopian tube with spill but appears to have proper essure placement. Right fallopian tube consistent with proper essure placement. Concerning the injuries reported in this case, the following ones were described in plaintiff¿s medical records: dizziness, menorrhagia and device dislocation. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet (pfs) and medical records (mr) ¿ new reporters (physicians and healthcare facilities); plaintiff¿s demographic data; historical condition (painful periods, extreme bloating, extreme fatigue and extreme dizziness); historical drug (oral contraceptives and mirena); essure indication (permanent birth control by bilateral occlusion of the fallopian tubes); essure lot number (do6938); previous reported event update (from migration to left essure was not in left fallopian tube (remains embedded in abdominal area)/ failure to occlude (close) fallopian tube(s)); onset date of event migration ((B)(6)2016); new adverse events (abnormal bleeding (vaginal, menorrhagia), failure to occlude (close) fallopian tube(s) and essure worsened the previously existing conditions - painful periods, extreme bloating, extreme fatigue and extreme dizziness); exams (urine pregnancy test and hysterosalpingogram); and essure removal method (unilateral salpingectomy). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left essure was not in left fallopian tube (remains embedded in abdominal area)/ failure to occlude (close) fallopian tube(s) , migration of essure device location of device'), perforation ('perforation'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 42-year-old female patient who had essure (batch no. D06938) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included painful periods (recovered prior to essure placement) on (B)(6) 2016, bloating (recovered prior to essure placement) on (B)(6) 2016, fatigue extreme (recovered prior to essure placement) on (B)(6) 2016 and dizziness (recovered prior to essure placement) on (B)(6) 2016. Plaintiff denied nickel allergy. Previously administered products included for to prevent pregnancy: mirena from 2013 to (B)(6) 2014 and oral contraceptives from 2011 to 2013. Past adverse reactions to the above products included adverse drug reaction with mirena and oral contraceptives. Concurrent conditions included bunionectomy (the pain was well controlled with norco) since (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. In june 2016, the patient experienced dysmenorrhoea ("essure worsened the painful periods (previously existing condition)"), fatigue ("essure worsened the extreme fatigue (previously existing condition)") and dizziness ("essure worsened the extreme dizziness (previously existing condition)"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, 5 months 16 days after insertion of essure. On (B)(6) 2016, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and abdominal distension ("essure worsened the extreme bloating (previously existing condition)"). The patient was treated with surgery (novasure endometrial ablation on (B)(6) 2016 and unilateral salpingectomy to remove the esure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, perforation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal distension, fatigue and dizziness outcome was unknown. The reporter considered abdominal distension, device dislocation, dizziness, dysmenorrhoea, fatigue, menorrhagia, perforation and vaginal haemorrhage to be related to essure. The reporter commented: in the medical records that essure devices were placed into the bilateral tubal ostia with 3 visible right coils and 1 visible left coil showing within the endometrial cavity. Right side cornua was obvious and ostia not as clear, but placement was smooth. Discrepancy noted for date(s) of insertion: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: patent left fallopian tube-essure in proper place; on (B)(6) 2016: unilateral occlusion (right tube occluded), migration of essure device.; on (B)(6) 2016: results: left fallopian tube patent (cont.). Pregnancy test urine - on (B)(6) 2016: results: negative. Diagnostic results: hysterosalpingogram (cont.) - on (B)(6) 2016: left fallopian tube with spill but appears to have proper essure placement. Right fallopian tube consistent with proper essure placement. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: newly added events- perforation. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of the first episode of device dislocation ("left essure was not in left fallopian tube (remains embedded in abdominal area)/ failure to occlude (close) fallopian tube(s)"), the second episode of device dislocation ("left essure was not in left fallopian tube (remains embedded in abdominal area)/ failure to occlude (close) fallopian tube(s)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 42-year-old female patient who had essure (batch no. D06938) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included painful periods (recovered prior to essure placement) on (B)(6) 2016, bloating (recovered prior to essure placement) on (B)(6) 2016, fatigue extreme (recovered prior to essure placement) on (B)(6) 2016 and dizziness (recovered prior to essure placement) on (B)(6) 2016. Plaintiff denied nickel allergy. Previously administered products included for to prevent pregnancy: mirena from 2013 to (B)(6) 2014 and oral contraceptives from 2011 to 2013. Past adverse reactions to the above products included adverse drug reaction with mirena and oral contraceptives. Concurrent conditions included bunionectomy (the pain was well controlled with norco) since (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced the first episode of device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, the second episode of device dislocation (seriousness criteria medically significant and intervention required) and dizziness ("essure worsened the extreme dizziness (previously existing condition)"). On an unknown date, the patient experienced dysmenorrhoea ("essure worsened the painful periods (previously existing condition)"), abdominal distension ("essure worsened the extreme bloating (previously existing condition)") and fatigue ("essure worsened the extreme fatigue (previously existing condition)"). The patient was treated with surgery (unilateral salpingectomy to remove the esure) and surgery (novasure endometrial ablation on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the last episode of device dislocation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal distension, fatigue and dizziness outcome was unknown. The reporter considered abdominal distension, dizziness, dysmenorrhoea, fatigue, menorrhagia, vaginal haemorrhage, the first episode of device dislocation and the second episode of device dislocation to be related to essure. The reporter commented: in the medical records that essure devices were placed into the bilateral tubal ostia with 3 visible right coils and 1 visible left coil showing within the endometrial cavity. Right side cornua was obvious and ostia not as clear, but placement was smooth. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: patent left fallopian tube-essure in proper place; on (B)(6) 2016: left fallopian tube patent (cont.). Pregnancy test urine - on (B)(6) 2016: negative. Hysterosalpingogram (cont.) - on (B)(6) 2016: left fallopian tube with spill but appears to have proper essure placement. Right fallopian tube consistent with proper essure placement. Concerning the injuries reported in this case, the following ones were described in plaintiff¿s medical records: dizziness, menorrhagia and device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left essure was not in left fallopian tube (remains embedded in abdominal area)/ failure to occlude (close) fallopian tube(s) , migration of essure device location of device'), perforation ('perforation'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 42-year-old female patient who had essure (batch no. Do6938-inv,d06938-valid,) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included painful periods (recovered prior to essure placement) on (B)(6) 2016, bloating (recovered prior to essure placement) on (B)(6) 2016, fatigue extreme (recovered prior to essure placement) on (B)(6) 2016 and dizziness (recovered prior to essure placement) on (B)(6) 2016. Plaintiff denied nickel allergy. Previously administered products included for to prevent pregnancy: mirena from 2013 to (B)(6) 2014 and oral contraceptives from 2011 to 2013. Past adverse reactions to the above products included adverse drug reaction with mirena and oral contraceptives. Concurrent conditions included bunionectomy (the pain was well controlled with norco) since (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced dysmenorrhoea ("essure worsened the painful periods (previously existing condition)"), fatigue ("essure worsened the extreme fatigue (previously existing condition)") and dizziness ("essure worsened the extreme dizziness (previously existing condition)"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, 5 months 16 days after insertion of essure. On (B)(6) 2016, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and abdominal distension ("essure worsened the extreme bloating (previously existing condition)"). The patient was treated with surgery (novasure endometrial ablation on (B)(6) 2016 and unilateral salpingectomy to remove the esure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, perforation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal distension, fatigue and dizziness outcome was unknown. The reporter considered abdominal distension, device dislocation, dizziness, dysmenorrhoea, fatigue, menorrhagia, perforation and vaginal haemorrhage to be related to essure. The reporter commented: in the medical records that essure devices were placed into the bilateral tubal ostia with 3 visible right coils and 1 visible left coil showing within the endometrial cavity. Right side cornua was obvious and ostia not as clear, but placement was smooth. Discrepancy noted for date(s) of insertion: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: patent left fallopian tube-essure in proper place; on (B)(6) 2016: unilateral occlusion (right tube occluded), migration of essure device.; on (B)(6) 2016: results: left fallopian tube patent (cont.). Pregnancy test urine - on (B)(6) 2016: results: negative. Diagnostic results: hysterosalpingogram (cont.) - on (B)(6) 2016: left fallopian tube with spill but appears to have proper essure placement. Right fallopian tube consistent with proper essure placement. Lot number:d06938, manufacturing date:2014/09, expiration date:2017/09. Lot number do6938 - not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on13-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration ") in a female patient who had essure inserted. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Most recent follow-up information incorporated above includes: on 10-nov-2017: event migration and essure start date were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.